Event description:
Over 9/24/26/94, four incidents occurred involving problems with pt's extension tubing either leaking or breaking at the y injection site. This occurred three times with this particular pt and once with a 19 year old pt. A similar incident occurred on 6/8/94 involving a third pt. This prior incident which occurred in june was reported to the co and the tubing sent back to them at that time of evaluation. Two add'l sets are available for examination at this time. All of the more recent incidents involved the same lot and this lot was pulled from service and returned to the co. There was no evidence of anyone placing excess force on the tubing on any of the five incidents reported. Blood loss occurred in two of the five situations however, the problems with the tubing were quickly identified and the tubing changed without any harm to the pts.

Event description:
Over 9/24/26/94, four incidents occurred involving problems with pt's extension tubing either leaking or breaking at the y injection site. This occurred three times with this particular pt and once with a 19 year old pt. A similar incidnet occurred on 6/8/94 involving a third pt. This prior incident which occurred in june was reported to the co and the tubing sent back to them at that time for evaluation,. Two add'l sets are available for examination at this time. All of the more recent incidents involved the same lot and this lot was pulled from service and returned to the co. There was no evidence of anyone placing excess force on the t ubing on any of the five incidents reported. Blood loss occurred in two ofo the five situations; however, the problems with the tubing were quickly identified and the tubing changed withtout any harm to the pts.